Manufacturer narrative:
Review of the manufacturing history records shows that there were no manufacturing issues and all parts are deemed to have met drawing specification. Due to the condition of the submitted polyethylene insert sample, it was not possible to conduct accurate measurements. Dimensional reinspection of the submitted tibial tray found the product to meet drawing specifications. A search of the complaint database did not reveal any other reports for the product lot number. The investigation could not confirm or draw any conclusions about the reported event. No evidence was found suggesting product error was a contributing factor. Although the need for corrective was not indicated, the action to reinforce correct insertion technique to surgeons and add addendum to surgical technique as stated in design review will be pursued. Monitor the trend of complaint issues and feed back any such trends that develop to complaint dept. And design group for review. Depuy considers the investigation closed. Should additional information be received, the investigation can be reopened. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
During preservation surgery, the inlay could be positioned only with strong hits of the impactor on the desk. Tibiahead fracture, ostheosynthetical action, afterwards change of tibiaplateau. Surgery time prolongation 90 minutes.